Event description:
Reporter indicated that during generator replacement surgery for end of service, the "patient's lead was noted to have a compromised outer tubing with body fluids in it. The inner tubing did not appear compromised." The doctor stated he did not want to put a new lead in due to the patient's obesity making it difficult to operate in the neck area. Intra-operative system diagnostics after generator replacement were within normal limits.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.